Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the display was dim and discolored. A visual inspection of the pump revealed a crack in the battery compartment. Unrelated to the complaint, investigation revealed that the audio bolus button cover was missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. Evaluation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.